Event description:
The pt reported experiencing erratic blood glucose levels of 40-426 mg/dl for 3 months. He bolused through the infusion device to lower elevated blood glucose. He also reported the up, down, and menu buttons are damaged. His normal blood glucose level is 130 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.